Event description:
It was reported that at a routine follow up, the right ventricular (rv) lead pacing impedance value was noted to be out of range. The patient elected to not undergo a surgical revision procedure for the rv lead and continue with normal follow ups. The system remains implanted and in service and the patient was stable with no adverse consequences.